Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of patient made mistake/break in aseptic technique/did not wear a mask and peritonitis in a patient coincident with dianeal ultrabag 1.5%, dianeal ultrabag 2.5% and extraneal therapies. On an unreported date, the patient began treatment with dianeal ultrabag 1.5% therapy and extraneal therapy, and on (B)(6) 2012, the patient began treatment with dianeal ultrabag 2.5% therapy (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter india technical services, the following was reported. On an unreported date, the patient made mistake/break in aseptic technique/did not wear a mask which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with amikacin injection, (250mg, ip), frequency not reported, and ceftazidime injection, (1gm/day, ip) for peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The report of use error - breach in aseptic technique was confirmed because it was reported break in aseptic technique by customer described as they did not wear a mask. However, a cause cannot be determined since it is unknown why the customer had a breach in aseptic technique.